Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated. The power supply and lemo connector were replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported the system had an error message and locked up. The system had to be rebooted. There are no reports of pt injury or death associated with this event.